Event description:
A pt who had undergone a chest wall reconstruction following a large tumor removal and chest wall resection on (B)(6) 2013 was experiencing complications. A second surgery was conducted to address a failed muscle flap that had been grafted onto the defect site. Although unrelated to the failed muscle flap. It was discovered that one or more plates were no longer attached to the ribs. It is not clear at this time as to the nature and details of this event. This report is being submitted in an abundance of caution while the investigation continues.